Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the implanted lens has glistenings. There is no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Evaluation of photos was provided by global device medical safety - gdms: provided picture showed pseudophakic eye with dilated pupil. Multiple opacified spots(presumably glistenings) within the implanted iol are visible. However, it is difficult to determine which iol was implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Evaluation of provided photos was provided by global device medical safety - gdms: provided picture showed pseudophakic eye with dilated pupil. Multiple opacified spots(presumably glistenings) within the implanted iol are visible. However, it is difficult to determine which iol was implanted. The clinical impact of the described photo observations cannot be determined from a picture assessment. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).